Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes., d10: returned to manufacturer on: 28-oct-2022 h6: investigation summary several samples were provided to our quality team for investigation. Through visual inspection, a white deposit was observed in the syringe. Visual characteristics indicate the substance is likely polypropylene dust mixed with silicone. A device history review was performed for the reported lot 2108068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment is protected to avoid particles from generating during movement of the pieces within the machines. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. A project was initiated to reduce any foreign particles inside our products.

Event description:
It was reported that foreign residue was found in 3 bd plastipak¿ luer-lok¿ syringes.the following information was provided by the initial reporter: "residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe"

Event description:
It was reported that foreign residue was found in 3 bd plastipak¿ luer-lok¿ syringes. The following information was provided by the initial reporter: "residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.